Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 20-sep-2019 from a healthcare professional (hcp) who stated that they would be replacing the pump. The hcp asked for and was provided the pump off passcode to permanently stop the pump. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient¿s wife reported that last night ((B)(6) 2019) about 9:00-9:30 they heard an alarm and then about an hour later they heard it again. The patient tried to give himself a bolus with his ptm (personal therapy manager) and there was an alert with code 8476 (motor stall). Starting today, the patient had a nasty taste in his mouth. Additional information was received on 18-sep-2019 from an hcp via a company representative who reported that the pump was interrogated, and it was confirmed that the pump motor had stalled last night. The alarms were silenced, and the physician was working on getting the pump replaced and prescribing the patient oral medication. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 25-sep-2019 at which time it was reported that the pump was replaced. No further complications were reported/anticipated.